Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the difficulty crossing appears to be due to the totally occluded and heavily calcified lesion site. The balloon catheter was returned with blood and contrast in the balloon, consistent with a leak while in the anatomy. The balloon was loosely folded, consistent with the attempt to inflate. The balloon rupture was confirmed. A new indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a 5 mm longitudinal rupture 3.2 cm distal to the proximal marker. Scanning electron microscopy analysis was performed, and the results suggest that the balloon rupture may be attributed to mechanical damage to the outer surface of the material. Based on the reported information, the lesion was described as being heavily calcified and totally occluded, which likely contributed to the reported rupture. There was no reported leak noted during preparation for use, further suggesting the rupture occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. In this case, the balloon rupture appears to be related to mechanical damage during the procedure and there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during use of the device in the right tibial artery to treat a total occlusion, the device failed to cross the lesion so it was inflated just proximal to the lesion, however, it ruptured at an unknown pressure. The balloon was actually torn or ruptured before inflation. As soon as they began inflating they knew it was already ruptured. The doctor felt like he may have damaged the balloon getting it to the lesion. A non-abbott guide wire was also bent up in the vessel as well. The device was withdrawn without further incident. The balloon rupture did not cause a clinically significant delay in the procedure. A non-abbott balloon catheter was used to dilate the lesion. There were no patient effects. No additional event or patient information was provided.